Event description:
It was reported patient presented in clinic. Device interrogation showed that the patient's right ventricular (rv) and left ventricular (lv) lead exhibited high capture thresholds. It was also noted that the lv lead had dislodged. The rv and lv leads were explanted and replaced. Patient was stable.